Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown/4 months old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: pacemaker implantation post congenital heart disease surgical repair: tertiary center experience. European journal of pediatrics. 2020. 179:1867¿1872. Doi.org/10.1007/s00431-020-03739-9. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable pulse generator (ipg) implantation post congenital heart disease. The article reports patients who developed right ventricular (rv) pacing-induced dilated cardiomyopathy (dcm), system infection which required explantation and reinsertion of a transvenous system with epicardial left ventricular lead, pocket infection, and superficial wound infections treated with antibiotics. There were leads which exhibited high thresholds and intervention was performed. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.